Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020 after hearing his device notifier alert a few days prior. Upon interrogation of the pacemaker, a device polarity switch was found due to the atrial lead pacing impedance falling below the acceptable range. The lead polarity was reset to bipolar and a serial impedance test was conducted. Normal impedance was observed. However, the patient had been in chronic atrial fibrillation since the implant of the device in 2012 and the clinician elected to program the device to vvi. The patient reported no symptoms associated with this issue and was scheduled for regular follow up.